Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 100 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 retention samples were draw tested with all weights being within specification limits. No issues with the hemogard closure assembly separating during or after the draw testing was completed from tacky stoppers. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received, and the retention samples did not exhibit the customer¿s failure mode of ¿tacky stoppers¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the tubes are getting stuck to probe in analyzer. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that product 367861 lot 1288700 is sticking to the probes of their analyzers.